Event description:
Patient was revised to address malpositioning and loosening of the cup, acetabular pain, metal debris.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.